Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on 04/21/2008: (B)(4): brr (batch record review) without hint or cause. Cosmetic matter without quality impact. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in ireland. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case patients (number of patients nos) who received poly-l-lactic (sculptra) therapy on an unk date. Relevant medical history and concomitant medication information was not mentioned. The reporter mentioned that he started applying poly-l-lactic acid to the patients' hands with good effect, but nodules are appearing. No further information was provided. Event outcome is unk.